Event description:
The customer reported during op check the selector energy test failed. This could possibly indicate a malfunction that could possibly impact the use of a life-saving function. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.